Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles and it was the third time it occurred. The customer was advised to deliver 5 units to see if there was any air which he said there was. The customer's blood glucose was unknown.